Manufacturer narrative:
The product evaluation concluded the irregularities of the prosthetic connection bevel is consistent with the component being modified (e.g. Polished, ground, sand blasted, and or material flow) at the laboratory. The prosthetic connection is not to be modified and is required to be protected during laboratory post processes such as polishing. Implant analogs are recommended to be used for laboratory post processing of prosthetics. Failure to do so can lead to improper/incomplete seating and can subject the hext interface and/or abutment screw directly to occlusal forces. The visual evaluation concluded the hex is fractured a the junction of the hex and abutment body. The prosthetic connection feature is irregular in shape.

Event description:
Abutment hex is broken off the abutment.